Event description:
Three days after a guide wire sheared off during insertion, another guide wire was shearing off. The wire was immediately removed from the pt without injury to the pt. Recall file no 9634 and 9636. (Also see 1008835)